Manufacturer narrative:
(B)(4) - power core was disconnected.

Event description:
It was reported by service report that the bed functions were not working due to power cord was disconnected from the bed.